Event description:
It was reported by the customer that on (B)(6) 2011, the fiber tip broke off after 2 minutes of lasering. No pt injury was reported. The customer seized surgery with the greenlight and continued with turp.